Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor signal could not be found. Customer's blood glucose was unknown. Electrode was missing from sensor after the sensor was removed. Customer will not be returning the sensor for analysis.